Event description:
The customer reported that the thermogard xp ivtm system (s/n (B)(4) displayed a tcmid:06 (ce post failure) error message. Another thermogard ivtm system was used to continue with ivtm therapy. Patient's status information was requested but the customer did not provide a response.

Manufacturer narrative:
The reported complaint of the thermogard xp ivtm system (s/n (B)(4) displayed a tcmid:06 (ce post failure) error message was confirmed based on the event log review and during functional testing. The root cause of the reported tcmid:06 error was due to defective wire harness to cooling engine (ce) and pic-16, likely attributed to defective components. Upon visual inspection, unrelated to the reported complaint, noted the hinge on the pump lid was too loose and the metal bolt was not wide,.the pump lid assembly with magnets was replaced to address the observed issue. Event log data review was performed and showed multiple tcmid:06 (ce post failure) error messages have occurred, thus confirming the reported complaint. The console failed functional testing during the power-on-self-test (post) due to the tcmid:06 error message, thus confirming the reported complaint. The defective wire harness assembly to the cooling engine and wire harness assembly to pic-16 were replaced to remedy the fault. Following service, the thermogard console pass all tests, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard xp ivtm system with sn (B)(4).